Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a warmer drape part # ors-300n manufactured by(B)(4). Avid medical received a complaint on (B)(6) 2016 originated by (B)(6), stating a hole in the warmer drape was discovered at the end of the case. The drape involved in the complaint was not available for evaluation. Avid medical issued formal complaint #(B)(4) to the manufacturer (B)(4) for a hole in the warmer drape - part # ors-300n. The warmer drape lot # d152591; d151901rhvo. No patient injury was reported.